Event description:
A nurse reported during a cataract extraction with intraocular lens implant procedure infusion seemed too high. As a result of the infusion being too high the nucleus dropped into the vitreous. The surgeon was going ot perform a vitrectomy but the vitrectomy probe would not cut or aspirate. The probe was exchanged and the surgery was completed. Add'l info has been requested, but none has been received to date.

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).